Event description:
It was reported that during before use with polyflux 210, a particulate matter, specified as "something in the polyflux" was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device and a photograph of the sample were received for evaluation. Visual inspection of the provided picture shows the product out of the original packaging with a particle visible on the dialysate side. Visual inspection of the provided sample with naked eyes shows the product without packaging and dry. A grey fiber residue is visible in the bundle area. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.